Manufacturer narrative:
Due to the current lack of detail regarding this issue, we cannot say for sure whether the mlc leaves were in the correct position or whether this occurred due to a malfunction. If the leaves are incorrectly positioned, then radiation could be delivered to unintended areas or critical structures. Although there was no reported injury in this case, the available info suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the mlc display did not match the mlc leaf position. They stated that the leaves had reached their target position and the interlock cleared but the display showed that the leaves had not reached position and remained orange.